Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 22 mg/dl with the guide system and 106 mg/dl with the active system. The patient felt as symptoms excessive sweating and felt unsure about the test result obtained with the guide me meter. The customer has two vials of guide test strips, with lot 105094 and 105107, but she does not know which one she used for the result.